Event description:
During the atrial fibrillation procedure, it was noted that the sheath tip was frayed, which made it difficult to insert. The sheath was exchanged, however an additional puncture was required due to the sheath issue. The procedure was completed with no adverse consequences to the patient.